Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explanation was (B)(6) 2019 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/12/2019, the mentor failure analysis lab has received the device for evaluation. On 7/22/2019, during analysis of the sample was found ruptured and received incomplete in two parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with gel mentor breast implants of unknown type and experienced bilateral breast implant ruptures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.